Manufacturer narrative:
The product was not returned for analysis. Photo review: received photo shows an implanted iol, there appears to be two lines on the optic. The exact location of the marks cannot be confirmed. Based on our observation of the attached photo, mark/ lines are observed over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation that the defect was noticed on the optic of the iol. The surgeon noticed something on the optic of the iol and tried to remove it with irrigation and aspiration but it was unable to be removed. Surgeon decided to leave the iol in situ because the defect is in the periphery. Additional information has been requested.